Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: air/water channel had white residue on both sides. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that the air/water channel had white residue on both sides. There was no patient involvement.